Event description:
The fse reported that there was an 'generator error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The tgi pcb and rotational panel assemblies were evaluated and replaced. The system was tested and found to be working as intended and returned to service.